Manufacturer narrative:
(B)(4) (importer) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002, importer: (B)(4). The product was returned but was not investigated in the complaints lab because the device may contain biological residue of who risk group 3 and 4 considered to be infectious such as hiv, hepatitis a or b. Therefore no laboratory investigation could be performed by the manufacturer. A review for similar complaints to be investigated already was performed and no similar complaints were found. Thus the reported failure could not be confirmed. To perform a DHR review is not possible at this time as no serial number is available. Based on the information available at this time the cause of this failure was determined to not be attributed to a device related malfunction. Since no device related malfunction could be confirmed and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Device requested but not yet received. Reference exemption # e2018002.

Event description:
According to the customer: they were not able to get forward flow with a cardiohelp disposable. They ended up using a hand crank and it still was not able to give forward flow. The lot # of the disposable is 70127243. The serial number of the cardiohelp console was (B)(4).the affected cardiohelp console will be handled under (B)(4). Patient died. Internal reference: (B)(4).